Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, consumer stated that toothbrush handle broke in half. The consumer further mentioned as the plastic part within the rubber part of the toothbrush handle broke and the rubber part was holding it together. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 08-jan-2013. A review of the trending data by product family revealed no adverse trends. Reviews of the manufacturing /facility issues for the period of the two years were performed. No manufacturing /facility issues were noted. Based upon an acceptable manufacturing/facility issue review, due to lack of a product name, lot number and sample, and no adverse trends this complaint could not be confirmed and a root cause could not be determined. The complaint trends would continue to be monitored. The lot number was updated from unspecified to 23611sg s3. This report remains a reportable malfunction case in the united states. Additional information received on 20-feb-2013. The device name was updated from reach toothbrush unspecified to reach total care plus whitening toothbrush. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 05-feb-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, consumer stated that toothbrush handle broke in half. The consumer further mentioned as the plastic part within the rubber part of the toothbrush handle broke and the rubber part was holding it together. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. A review of the trending data by product family revealed no adverse trends. Reviews of the manufacturing /facility issues for the period of the two years were performed. No manufacturing /facility issues were noted. Based upon an acceptable manufacturing/facility issue review, due to lack of a product name, lot number and sample, and no adverse trends this complaint could not be confirmed and a root cause could not be determined. The complaint trends would continue to be monitored. The lot number was updated from unspecified to 23611sg s3. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The device name was updated from reach toothbrush unspecified to reach total care plus whitening toothbrush. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. This complaint was reopened due to returned sample receipt. An increase was noted and could be attributed to an increase in shipment quantity. Device history review and visual retain evaluation was acceptable. There were no related manufacturing or facility issues found within in a one year review period prior to the date of manufacture of the lot. Retain sample was evaluated and met specification. Only the bottom half of a toothbrush was received. Lot number on the toothbrush handle was 23611sg s3. The material of the handle had been changed, validated and released in (B)(6) 2012. Although the returned sample received was broken, the manufacturer states that the defect was not due to a manufacturing occurrence and was manufactured according to the specification. The break occurred due to high compression forces at the thinnest point on the handle. The manufacturer verified that during the validation the toothbrush was subjected to overbend testing and no toothbrushes broke. Disposition of this complaint was undetermined. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, consumer stated that toothbrush handle broke in half. The consumer further mentioned as the plastic part within the rubber part of the toothbrush handle broke and the rubber part was holding it together. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning (route dental, lot number, expiration date and frequency unspecified). After an unspecified duration, consumer stated that toothbrush handle broke in half. The consumer further mentioned as the plastic part within the rubber part of the toothbrush handle broke and the rubber part was holding it together. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 08-jan-2013. A review of the trending data by product family revealed no adverse trends. Reviews of the manufacturing /facility issues for the period of the two years were performed. No manufacturing /facility issues were noted. Based upon an acceptable manufacturing/facility issue review, due to lack of a product name, lot number and sample, and no adverse trends this complaint could not be confirmed and a root cause could not be determined. The complaint trends would continue to be monitored. The lot number was updated from unspecified to 23611sg s3. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.